Event description:
While using a byte day aligners, patient reported that the aligners are cutting into their gums, there is a lot of pressure on their gums and gums are white. Patient did file down the aligners, but the aligners are still causing blanched gums, an indent in the gums and bleeding after removing them where the aligners sat. The aligners don't fit over their teeth, and they can't close their mouth. Provided blanching et, hh tips and to use file to smooth rough edges and requested update. Patient sent update; confirmed they filed down the edges. Asked patient to try step 2 aligners and send photo. Stls are not great and lack definition and gingival margin. Possible MFR error, may need to dual ref due to poor stls.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.